Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 409 mg/dl she went to the hospital she had a sudden and severe backpain and her sugar shot up, her bg was 350 and climbing and then it was 409. The customer was treated with fluids. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.